Event description:
It was reported the shoulder dist lateral jack spider is turning away during the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and there appeared to be no visual issues related to the complaint. The subject unit passed functional testing with no problem found. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.